Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg); however, a specific value was not provided. The cause of the elevated bg was unknown. Customer delivered a bolus via the pump and changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.